Manufacturer narrative:
Additional information was received. The final pathology report of the explanted valve reported: - intact edwards sapien xt valve in aortic position. Valve seated slightly below the aortic annulus with no paravalvular gaps; patent coronary ostia; free edges of native aortic valve cusps overhanging the superior edge of the valve frame. - thrombotic occlusion of sapien xt valve by extensive fibrin-platelet thrombus involving the three prosthetic sinuses of valsalva (clinical history of valvular stenosis several days prior to death). During the gross examination it was observed that all three prosthetic leaflets were stiff and covered by thick tan-red thrombus on the aortic surface; the right coronary cusp (rcc) was folded and retracted secondary to thrombus deposition. Per the leaflet histologic examination there was no evidence of infectious organisms. No leaflet calcification was identified. - luminal surface of valve frame covered by thick pannus and patchy adherent fibrin-platelet thrombus; organizing granulation tissue is present between the device and aortic annulus. - severe coronary artery disease; subendocardial replacement fibrosis, anterolateral left ventricle and septum. In this case, the exact cause of the aortic stenosis 16 months post procedure can be attributed to the thrombus noted on all three prosthetic leaflets. It is likely that the patient¿s extensive co-morbidities contributed to the event.

Manufacturer narrative:
Correction: additional information from the medical records received (cardiology consult, death summary note, CT/echo reports): the 1-year follow up visit echocardiogram showed an aortic valve mean gradient of 2.3mmhg with no significant stenosis. ¿the impression was that this may be related to hyperdynamic lv function¿. The aortic valve area was 1.09 sq. Cm, normal leaflet mobility no regurgitation, no leaflet thickening or calcification. The valve motion was normal. Sixteen months post tavr, the patient was admitted for chest pain. ECG showed new st depression and troponin mildly elevated. The patient continued to have intermittent chest pain with minimal exertion. The patient was found to have abnormal renal function (mild aki), which was a new finding. Serial echocardiograms (tte and tee) performed during this admission showed severe aortic stenosis (etiology unknown) with no regurgitation; diffuse leaflet thickening with reduced mobility, with no vegetation seen. The aortic valve mean gradient was 72mmhg per tte. A coronary angiogram revealed no significant obstruction disease. 6 days after admission a cardiac CT reported an extensive nearly symmetric aortic valve thickening with severe aortic stenosis (valve area was 0.6 sq. Cm); well positioned tavr valve, estimated ef=60%, normal global systolic function. There was apical akinesis. After the CT the patient developed a cardiac arrest and resuscitating maneuvers were initiated. An emergent tee was performed revealing minimal cardiac contractility. Bradycardia developed and a temporary pacemaker was placed. A balloon valvuloplasty was performed with reduction of the mean gradient to 45mmhg. An impella device was placed. These measures improved the cardiac contractility, but maximum was used. After discussion, the family decided to transition to comfort care and the patient expired. The cause of death was reported as cardiopulmonary failure. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the aortic stenosis 16months post procedure cannot be determined; however, it is likely that the patient¿s extensive co-morbidities contributed to the stenosis. Due to the patient¿s declining condition, comfort care was initiated and the patient expired.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported through the partners ii a clinical trial, approximately 16 months post tavr procedure, the patient was hospitalized with chest pain. An echo revealed severe aortic stenosis. As per (B)(6) , a balloon valvuloplasty was performed. The patient expired 6 days after being admitted into the hospital. The valve was explanted during autopsy.